Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. A paper lid, an detached needle and a suture piece were received for analysis. The product code is sxpp1a401. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined, and no suture remnants were observed. Slight marks were noted on the body of the needle, possibly caused by a surgical device. The suture was examined, and the insertion mark of the needle was found to be as expected. However, the force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there patient consequences? If yes, please specify. - did the needle fall into the patient? If so, please provide the following information: - were x-rays taken to locate the needle? - was the needle piece removed from the patient during the same procedure? A. Does the needle remain in the patient¿s tissue? B. "What tissue structure is it located? Size of the needle retained c. Are any plans in place to remove the needle piece in future?" - if retained, what is the surgeon's opinion of consequences to the patient? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6)2025 and suture was used. The suture is mounted on the needle holder but the thread is unfolded when passing the tissue. There were no patient consequences reported. Additional information was requested.